Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesin was located in a severely tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, upon fifth inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, upon fifth inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications reported. It was further reported that the device was completely and simply pulled out from the body. Patient's condition post procedure is stable.